Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd needle eclipse needle hub bends. The following information was provided by the initial reporter: bending of the needle hub during medication administration contacted gp regarding gp, documented and reported incident to line manager and datix customer response received on 27may2025: was there any patient impact ? There's an impact on the patient as she was anxious on not receiving the whole required dose. Could you please provide batch number of the defective product ? This is uncertain as we tend to bring needles from our clinical store, and all the boxes are opened and random. I am not quite sure with the exact batch number. Apologies. Please confirm if there was loss of medication due to leakage there's loss as the prescribed is 1 ml and the patient only received approximately half of it.